Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their sensor. The customer stated a piece of the sensor came off while the customer was putting on the serter. Blood glucose value was 170 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to return the sensor. Sensors will be replaced and returned.

Manufacturer narrative:
Unable to confirm packaging anomaly due to no original box returned.